Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure they found allegedly subcutaneous leakage was confirmed when injecting water into the catheter. Additionally contrast medium was injected and damage to the catheter was confirmed. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete circumferential break was noted on the proximal end of the catheter segment that was elliptical in shape. The edges of break were noted to be uneven, and surface was noted to be round/smooth in one region and granular in the other region. The leak was due to complete break. Therefore, the investigation is confirmed for the reported fluid leak, identified fracture, material separation, wear and deformation issues. However, the investigation is unconfirmed for the reported material integrity issue as appropriate code fracture and flexural fatigue identified based on return sample analysis. He definitive root cause could not be determined based upon available information. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h1, h4, h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure they found allegedly subcutaneous leakage was confirmed when injecting water into the catheter. Additionally contrast medium was injected and damage to the catheter was confirmed. The current status of the patient was unknown.